Manufacturer narrative:
Device evaluated by MFR.: theepic vascular 7x100x75 was received for analysis. The device was received with the stent fully deployed from the delivery system. The deployed stent was not returned for analysis. A visual and tactile examination found the inner shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified no issues with the handle of the device.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 7x100x75 epic vascular stent was advanced to treat the lesion. However, during procedure, the shaft broke and the stent could not be deployed since it was forced through severe calcification. The device was removed and came out normally and the procedure was completed with a different device. The stent was subsequently deployed outside the patient. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 7x100x75 epic vascular stent was advanced to treat the lesion. However, during procedure, the shaft broke and the stent could not be deployed since it was forced through severe calcification. The device was removed and came out normally and the procedure was completed with a different device. The stent was subsequently deployed outside the patient. There were no patient complications reported.